Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the touch panel was not responding. The technician reset the avc-x, tested the function and operation of the units, confirmed them to be operating to specification, and returned the units to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hexavue custom room racks is not responding to touch input. No report of injury.